Event description:
It was reported by service report that the bed was stuck at high height with the litter flat, and it had intermittent power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result : cpu board was shorted out due to a damaged lift cable.